Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 504 mg/dl and the customer was subsequently hospitalized. Bg was treated via intravenous insulin. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. The customer reverted to manual injections for alternate insulin therapy.